Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going.

Event description:
It was reported that the device stopped ventilation the patient. No health consequences have been reported. In case the breathing pressure (incl. Peep) drops to ambient, a deterioration in state of health cannot be excluded for patients with difficult lung/ventilation conditions.

Event description:
It was reported that the device stopped ventilation the patient. No health consequences have been reported. In case the breathing pressure (incl. Peep) drops to ambient, a deterioration in state of health cannot be excluded for patients with difficult lung/ventilation conditions.

Manufacturer narrative:
The investigation was based on the reported event and enhanced information like email correspondence and logfile analysis. According to the logfile of the affected carina with product serial no. (B)(6), produced in 09/2010, ventilation continued at the reported time and was switched later off as user action. The device acted and alarmed as specified due to data acquisition failure which can be caused by a defective pressure sensor and/ or the pcb mpu board. No patient health consequences have been reported. The user changed immediately to manual ventilation. The IFU states that in case of emergency ventilation, ventilation of the patient using an independent ventilation device must be started without delay, if necessary with peep and/or an increased inspiratory o2 concentration e.g. With a manual resuscitator). The affected carina device is in repair shop for repair. Repair is ongoing. The ventilator carina continuously monitors the status and function of the internal components, sensors and software modules. If a deviation or anomaly is detected, an audible and visual alarm is generated. If the technical error "data acquisition failure¿occur, the device switches to emergency ventilation with 21 vol% fio2. The turbine maintains controlled ventilation with the required ventilation pressure even if sensors are faulty. The risk assessment concerning the reported event does not reveal any new or additional risk with respect to the known risks at the time of product design, during product improvement process and risks to be expected in the frame of the intended purpose; consequently, this is considered within the device safety concept.